Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a tear was noted in the anterior view and a missing material in the posterior view, measuring 1.5 cm and 3.5 cm x 1.0 cm, respectively. In addition, an area of shell abrasion was noted within the rent and the missing material. The evaluation determined that the rupture and the missing material are consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/21/2019, additional information indicated that the patient underwent bilateral removal and replacements as follow: right replaced with cat#:smpx560, sn#:(B)(4), and left replaced with cat#:smpx560, sn#:(B)(4). On 12/2/20109, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference numb: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the device was removed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Concomitant products: mentor memorygel 500cc silicone breast implant, cat #: 3507500bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4). Exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 500cc silicone breast implants which the right side ruptured, and issue with capsular contracture after implantation. Patient noticed her shape of right breast didn't feel full anymore and has lost shape compared to the left side. MRI examination was performed on (B)(6) 2019, possible right side capsular contracture unknown baker grade. Doctor performed physical examination on (B)(6) 2019 and confirmed right side capsular contracture unknown baker grade. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.